Event description:
The reporter stated that relative had meter readings inconsistent with the their symtpoms. Had readings of 4, 3, 2, 1 and 6 mg/dl over several days. Reporter's relative was having symptoms of dizziness, extreme thirst, frequent urination and drowsiness. On followup, reporter did a control solution test using new strips and control; results in range, 123 (91-137). Tests with 2 strips from reported test had erratic results; 3rd strip had pink confirmation dot. Stated a recent test at doctor's lab had 200+ result. No treatment or change in medication. No harm was alleged.